Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the coil pushed out of the introducer sheath smoothly. There were no issues noted during the procedure that resulted in the observed damage. No attempts had been made to detach the coil prior to the detachment in the catheter. There was no kink or other damage observed to the pushwire. The coil was safely removed from the patient.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-7210), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the implant coil was returned for evaluation within the outer carton; inside of a biohazard bag and a shipping box. There was no sl-10 catheter or pushwire returned with the coil. Visual inspection/damage location details: the implant coil appeared to be damaged and stretched; with the polypropylene still intact. The detached element was found missing from the implant coil. Testing/analysis: the sl-10 appeared to be compatible for use with the axium framing coil as it has a labeled inner diameter (ID) of 0.0165". Conclusion: based on the device analysis and reported information, the customer¿s report of "coil resistance in catheter", ¿coil stretch¿ and "premature detachment" were confirmed as the returned implant coil was returned detached from the pushwire. The implant coil was damaged and stretched. However, the root cause and cause for damages could not be determined. Possible causes include the use of damaged catheter, patient tortuous anatomy, difficult navigation, re-positioning and lack of continuous flush. Since the catheter, pushwire and detached element were not returned; any contribution of the catheter, pushwire and detached element to reported issues could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium 5x20 was taken as first coil. While coil was repositioned, it got stretched and resistance was felt. While removing coil, got detached in microcatheter. The coil stretched. Second coil apb 3.5x6 was taken, while pushing this coil was getting struck in microcatheter. The patient was being treated for a ruptured saccular aneurysm in acom. The max diam was 5.5 mm and the neck diameter was 3 mm. Blood flow was normal. Vessel tortuosity was moderate.  The microcatheter placed in aneurysm. First coil target 5x20 placed in aneurysm. Second coil apb 3.5x6 was taken, while pusing this coil was getting struck in proximal end of catheter and was taken out. There was no coil or catheter damage. It was reported all devices were prepared according to the instructions for use.  No symptoms were reported.  Ancillary devices: neuron max, neuron guide catheter, sl 10 microcatheter, traxcess guidewire